Event description:
It was reported the lead had been explanted due to infection. It was also reported that the lead was implanted after the use by date. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).